Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 5/18/98).

Event description:
The iab leaked. This was the only info at the time of the report. On 4/28/98, the following info was reported to datascope: the iab was inserted into the pt on 3/24/98 at 4:30 pm. On 3/26/98 at 4:30 am, the iab leaked and the iab was removed. No second iab was inserted. On 5/12/98 it was reported that alarms sounded from the pump and blood was noted in the catheter. The iab was then removed from the pt. There was no pt injury or complication as a result of the event on 3/26/98. The pt did have surgery on 3/25/98 and the balloon was to be removed on 3/26/98 anyway. The pt was ready to be discharged home. [Event complications]: unk-reported 3/27/98; none-reported 4/29/98, 5/12/98. [Pt's current status]: discharged-rpt'd 4/29/98.